Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
A ventilator unit was reported failing. The service engineer replaced the ventilators pneumatic back-plane printed circuit (pc) board, the device regained function according specifications afterwards and passed pre-use check test without deviations. The faulty pc board was not returned for investigation, and the device logs were not provided, but the service engineer verified oxidation on the replaced pc board. The cause to the reported issue cannot be established this evaluation.

Event description:
Manufacturer ref.#: (B)(4).